Event description:
Report received of rate increase. No injury or complications associated with the event. The issue was resolved with the device being reprogramming. The md decided to electively explant the device three days after solution.